Event description:
It was reported the pt was unable to charge her ipg and consequently lost stimulation. It was reported her programmer communicated with her ipg but her charger did not. A replacement charger was allegedly unsuccessful at resolving the issue. It was reported the pt's physician is trying to determine the next course of action. No further info is available at this time.

Manufacturer narrative:
Correction number: 1627487-07262012-002-r. This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.